Event description:
It is reported that the patient was revised due to the loosening caused by the patient falling.

Manufacturer narrative:
Evaluation summary: the device was in-vivo approximately 1 month before the alleged event occurred. The part was unavailable for analysis, and the condition is unknown. The patient information is unknown. Based on the above information and observations, it is most likely that the stem component loosened when the patient fell. The impacto force applied to the femur may have caused the implant to be 'jarred' from its fixation. However, the exact cause for the current situation cannot be conclusively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late. This device is not sold in the u.s.